Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an electrical pin that was pushed back into the male connector which caused e2 error codes. Therefore, the reported condition was confirmed. It was determined that this was indicative of not aligning the connector body to the console device correctly and forcing it in. The assignable root cause was determined to be due to component damage due to misuse / abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had an e2 error while in use with the attachment device and burr device. There were no delays in the surgical procedure as identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.